Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a hysterectomy procedure, the tip of the plasmasord device detached and fell into the pt. The tip was retrieved with no pt harm. Another like device was used to complete the procedure with no further incidents.